Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed button error and the alarm cannot be cleared. The customer also indicated that the battery cap is unable to be removed. The customer's blood glucose reading was 599 mg/dl. The customer could not recall any significant events leading to the alarm. Troubleshooting was able to advise customer on how to remove battery cap but button error troubleshooting was not continued. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with stripped battery cap coin slot, cracked case at display window corners, cracked case at the reservoir tube window corners, broken reservoir tube lip and minor scratches on the lcd window.